Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, a downstream occlusion was not reproduced. A review of the history log revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed psi testing and pressure was above limit. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.